Manufacturer narrative:
There was no patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history indicated that loss of cartridge detection had occurred.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.